Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. All currents within spec range. However, confirmed power error alarm due to connector resistance issue. The insulin pump also received with pump error alarm (variableinfo=3) in the pump history due to broken trace on pin1, keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed pump error during self test. The patient¿s blood glucose level was unknown at the time of the incident. It was also received with power error detected alarm. It was reported that the pump error was recurring. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The device was returned for analysis.